Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
This is a report of a caregiver who identified a fluid leak coincident with a patient¿s peritoneal dialysis therapy. The leak was found when the caregiver was removing the patient¿s supplies from the cycler in preparation for the patient¿s next treatment. It is unknown if the patient received any alarms during their treatment leading up to the leak. At this point in time, there has been no report of patient injury or medical intervention resulting from the leak. The cause of the leak is unknown. The patient was provided a replacement cycler and has continued with peritoneal dialysis therapy. Additional information regarding the reported incident was requested but has not been provided.

Event description:
"."

Manufacturer narrative:
The reported symptom (fluid leaking) was not confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Accelerated stress test was performed and passed. No fluid leaks in the test cassette during the accelerated stress test. Mushroom head check passed. Positive for glucose. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. A device history review found mushroom head check allegation. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.